Event description:
This event was captured based on literature review. It was reported that from (B)(6) 2006 to (B)(6) 2011, a study identified a total of 158 consecutive patients with chronic total occlusions located in a majority (70) left anterior descending coronary arteries, with timi flow 0 in 167 unspecified coronary arteries, who were treated via radial access using one or more abbott hi-torque intermediate guide wires and/or the following asahi guide wires in each patient: miracle 3, miracle 6, confianza pro, and fielder xt. Of the 158 patients, clinical outcomes were as follows: cardiac death: 3. A total of 124 lesions experienced percutaneous coronary intervention (pci) success, defined as successful implantation of an unspecified stent with visual residual stenosis >20% and timi flow grade 3. No additional information was noted.

Manufacturer narrative:
(B)(4). Date of event estimated as (B)(6) 2006 (earliest possible enrollment date). Relevant lab tests estimated as (B)(4) 2006 (earliest possible enrollment date). (B)(4). The additional miracle 3, miracle 6, and confianza pro guide wires mentioned are being filed under separate manufacturer report numbers. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality deficiency with respect to manufacturing, design or labeling.